Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Results of investigation relayed to sales representative. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under possible adverse effects: prior to surgery, biomet sports medicine recommends that all instruments be regularly inspected for wear and disfigurement. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported during a rotator cuff repair procedure on (B)(6) 2015, when shuttling the sutures into the inserter and tensioning was occurring one of the strands of the suture fractured when the surgeon started tensioning the threads. The actual anchor was still used as intended and another device was used to complete the procedure without delay. The patient did not retain a foreign body. Biomet sports marketing senior product manager and a sales associate were present during the procedure to verify the surgical technique was utilized correctly. The senior product manager emailed a picture of the device and it shows a burr in the slot, he suspects this is the cause of the fractured suture.